Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-03197 - 1221359-2022-03199

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2022. This MFR. Report addresses test three (3) of three (3) the consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 using a nasal swab. Repeat testing generated negative results. Confirmation testing using an idnow covid-19 assay performed on (B)(6) 2022 generated a positive result. The customer stated the patient was experiencing symptoms starting on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.